Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/10/2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture in the battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: on investigation, the battery compartment was cracked and there was visible moisture damage inside the battery compartment. Leak testing confirmed moisture leakage into the battery compartment due to the battery compartment crack. The pump failed to power on and was completely unresponsive during investigation. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior compartment or components. Investigation confirmed the moisture complaint.